Event description:
It was reported that the patient was not able to adjust stimulation. The patient programmer displayed the "call your doctor" icon. A power on reset (por) condition was also reported. The patient reported last feeling "stim" midday the day prior to the date of report; on that day, the patient saw his implant battery status as 3/4 full for a brief moment and then saw the por message. The patient was unsure what caused the message, but it was reported that the patient works around a lot of electronics. The por message was cleared, and it was reported that the patient was feeling "stim".

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).